Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument it was noted that the tips on the instrument were not aligned.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was bent, causing side to side misalignment of the grips. There was a .040 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however, engineering concluded that damage to the grip was likely due to overloading at the tip of the instrument. Engineering evaluation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .100 - .175 in length and were not aligned with the tube axis. Engineering concluded that damage to the main tube was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.